Event description:
I began having severe pain and cramping in my left side of pelvis. Advanced into horrible fatigue and my uterus oozing blood (per md) which she states " I have never seen before" and then a hysterectomy which solved all problems post essure implantation in (B)(6) 2012.